Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e vil free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("brain fog") and arthralgia ("chronic, widespread joint pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, feeling abnormal and arthralgia outcome was unknown. The reporter considered arthralgia, feeling abnormal and medical device removal to be related to essure. Amendment: the report was amended for the following reason: due to internal review, it has been confirmed that cases (B)(4) and (B)(4) are duplicates of each other. Information such as new events brain fog and chronic, widespread joint pain, reporter, reference section, source document have been transferred from deletion case (B)(4) to the retention case (B)(4). The case (B)(4) can hence be deleted from bayer database. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e vil free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("brain fog") and arthralgia ("chronic, widespread joint pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, feeling abnormal and arthralgia outcome was unknown. The reporter considered arthralgia, feeling abnormal and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.